Event description:
A customer reported problems with measurements. The customer indicated that immersion measurements were taken in contact mode. The pt had postoperative myopic results. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).